Event description:
Rheumatiod arthritis patient developed a cold right leg and abdominal pain approximately 5 hours after 5th column treatment. The patient was hospitalized and diagnosed with thrombosis of superior mesenteric artery and right tibial artery. A partial bowel resection was performed. This patient had a history of dvt 1 year ago.